Event description:
Rec'd medwatch form from hospital stating: "smoke sparks and a single flame observed to be coming from phototherapy light. Staff immediately unplugged warmer and phototherapy light while simultaneously removing pt from warmer. No injury resulted."